Event description:
It was reported by service report that the footboard lid was cracked with sharp edges. The fowler and gatch modules were cracked, and the tabs to hold it in place were broken. The head right siderail release actuator was broken with exposed sharp edges. It is unk if there was pt involvement or adverse consequences to report.

Manufacturer narrative:
Result: cracked footboard lid and the fowler and gatch modules, and the tabs to hold it in place were broken, all with exposed sharp edges. Head right siderail release actuator was broken with exposed sharp edges.